Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's shunt was placed in their brain in 2013. It was stated that over the years, they had been trying various settings. Lately, the patient had been feeling very odd, out of it, and spaced out. It was noted they thought their shunt was set to drain more in may right before their glaucoma surgery as they were having high intracranial pressure symptoms then. They were unable to have a lumbar puncture as they have arnold chiari malformation as well as hydrocephalus. On (B)(6) 2020, they had glaucoma surgery and an istent was placed as they now have secondary glaucoma as it originated from their arnold chiari malformation and hydrocephalus. The patient has had to go to their ophthalmic surgeon many times this year already and was put on diamox in may as their iop was 39 at one stage. It was stated they were no longer on diamox as it made them have low intracranial pressure feeling where they had tinnitus and a noise in their head in which they felt odd with it. Currently, they were experiencing the following low intracranial pressure symtpoms: dizziness, ringing in their ears, tinnitus, feeling out of it, zonked, dazed, feeling like their eyes want to pop out of their head, painful eye socket like knitting needle pain, and off balance like they want to fall over.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient believed that their shunt had malfunctioned; however, the doctor said that the shunt was functional. The manufacturer representative had recommended multiple times that they see their surgeon as soon as possible.

Event description:
Additional information received reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.